Event description:
As reported, approximately 6 years post implantation of a 26mm sapien xt valve in the aortic position. The patient was presented with critical aortic stenosis (as) with a mean gradient of 40mmhg via transesophageal echocardiography (tte) and 48 via cath measurements and underwent a valve-in-valve with a 26mm sapien 3 ultra valve.

Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 6 years post implantation of a 26mm sapien xt valve in the aortic position. The patient was presented with critical aortic stenosis (as) with a mean gradient of 40mmhg via transesophageal echocardiography (tte) and 48 via cath measurements and underwent a valve-in-valve with a 26mm sapien 3 ultra valve. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation and investigation conclusions and h10. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint the IFU and procedural training manual provides guidance for potential adverse events: additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and valve stenosis. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "stenosis" was unable to be confirmed. A risk management documentation review was performed. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt) which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. Therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years and there is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is complete, and no further action is needed. The complaint for "stenosis" was unable to be confirmed as relevant information/medical record/imagery was not provided for evaluation. There is no allegation of device malfunction that contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Medical report review revealed that, patient had hyperlipidemia, diabetes mellitus, and chronic kidney disease (ckd). Hyperlipidemia, diabetes, and ckd are known factors that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (pre-existing comorbidities: hyperlipidemia, diabetes, ckd) may have contributed to the reported event.